Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On (B)(6) 2016, fse arrived at the site to address the reported event. Inspection of the device revealed that the large syringe was worn and had debris in the lines. Fse replaced the large syringe tip and sample needle; then flushed out the lines. The device was tested with hemolysis wash (h/w), primed and successfully started up normally. The customer was subsequently able to run multiple racks of patient samples without issue. No further action was required by field service. The most probable cause of the reported event was due to fault/ failure of the large syringe.

Event description:
On (B)(6) 2016, the customer reported "syringe l error" with their g8 analyzer. Technical support (ts) instructed the customer to flush the sample needle; however, the error persisted. The customer did not have a backup sample needle onsite. On (B)(6) 2016 field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.